Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) reviewed available device data via the latitude remote patient monitoring system and noted lead trend data also shows slowing increasing and jumpy shock impedance measurements. Thorough in-clinic patient testing was recommended to rule out a lead integrity issue. No adverse patient effects were reported. This rv lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) reviewed available device data via the latitude remote patient monitoring system and noted lead trend data also shows slowing increasing and jumpy shock impedance measurements. Thorough in-clinic patient testing was recommended to rule out a lead integrity issue. No adverse patient effects were reported. This rv lead remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.